Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken nut on the black power cable was confirmed. Although this damage did not cause any of the functional and preliminary tests to fail while connected, the broken nut can affect the controller¿s ability to make a secure connection. A review of the submitted log file spanned approximately 25 days ((B)(6)2020 ¿ (B)(6) 2020, per time stamp). No notable alarms were active in the log file up until the driveline was disconnected on (B)(6)2020 at 13:58 for a controller exchange. The heartmate ii system controller (serial (B)(6)), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the broken nut cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient visited the outpatient clinic on (B)(6) 2020 with a system controller that had a broken nut on the black power cable. The root cause was not presented in detail. The patient mentioned only regular usage for changing power source. There were no alarms or technical issues associated with this event. The clinic decided to exchange the system controller.